Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 55mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit, failed batt test alarms or alarm after change battery noted during testing. Unit passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.